Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122515. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective therapy due to one of patient's leads had migrated. Investigation was unable to identify which led attributed to the issue. Surgical intervention was undertaken wherein both leads were explanted and replaced to address issue. Therapy was restored post-op.